Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay ver. 2.1 on a cobas 8000 e 801 module. The sample initially resulted in a troponin t value of 42.4 ng/l and this value was reported outside of the laboratory to the clinician. The clinician questioned the result. The next two samples analyzed from the patient each resulted in troponin t values of < 3 ng/l. The questionable sample was repeated on 28-aug-2022, resulting in a value of < 3 ng/l. The questionable sample was repeated a second time, resulting in a value of < 3 ng/l. The troponin t reagent lot number was 56640901. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.